Event description:
It was reported that the there might be a lead integrity issue with the patient. Bipolar impedance was low and capture threshold was high with the device programmed at maximun output. It was further noted that the patient did not tolerate unipolar pacing. It was recommended that the patient be implanted with a new lead for suspected lead insulation failure. The lead remains implanted and active. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.